Manufacturer narrative:
B2: outcomes attrib to adv event - corrected.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. On release of the device a post procedure sweep of the heart to check if there was an effusion found a very small one around the laa and right atrium. The patient showed no clinical symptoms and an echo performed 4 hours post procedure showed the effusion had resolved.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. On release of the device a post procedure sweep of the heart to check if there was an effusion found a very small one around the laa and right atrium. The patient showed no clinical symptoms and an echo performed 4 hours post procedure showed the effusion had resolved.